Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the alleged condition. The breath delivery unit (bdu) printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a loss of communication issue. The ventilator was not in use on a patient at the time of the event.